Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardiac monitor exhibited backup vvi operation. After the firmware download, normal device function resumed. There were no adverse consequences to the patient and was in stable condition post event.